Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-00434. It was reported the pt (B)(6) lost stimulation. A previous diagnostic test revealed low impedance measurements. Surgical intervention was undertaken to address this matter, and it was discovered the pt's extensions had disconnected from the ipg header. It was concluded the connection issue was due to the length of the implanted extensions. As such, the physician elected to replace those devices with extensions of longer length. During the placement, the physician experienced difficulty connecting the new extensions to the ipg. Upon further inspection it was noted an electrode from one of the original extensions remained lodged in the ipg header thus hindering the connection attempt with the new device. As such, the physician replaced the pt's ipg as well. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Results - a visual inspection of the returned extensions confirmed one extension was missing the tip electrode. A mechanical lead fitment test of the ipg confirmed the electrode of the extension was lodged in the lower chamber. The returned extension measured in range during the dc resistance test. Electrical and mechanical testing of the returned products confirmed the observation of the extension being too short at implant, which resulted in one of the extension tips pulling loose. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.